Manufacturer narrative:
The device was not returned for product analysis. Although the device was not returned for analysis, boston scientific performed an investigation with all available information. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received.

Event description:
It was reported that during induction testing, the button on the programmer screen was grayed out and was frozen. The device proceeded to detect, charge and provided therapy. Boston scientific technical services (ts) was able to review the episode and other programmer functions. The ts suspected telemetry was partially lost. This programmer remains in service. No adverse patient effects were reported.